Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc, act, down arrow and up arrow buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. The insulin pump had stripped battery cap coin slot, cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer's mother reported that they were unable to remove the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.